Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply. Device status unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient was treated for a confirmed type iiia endoleak and reported type iiib endoleak; the physician elected to treat the patient by implanting one (1) infrarenal and one (1) suprarenal afx devices on (B)(6) 2016. Reference MFR. Report # 2031527-2016-00466 for the report to this event. Approximately two (2) years post secondary procedure, the patient presented with a "defective device" that was explanted on (B)(6) 2019. As of date, there have been no additional patient sequelae reported. This event has been reported per report number mw5092234.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient was treated for a confirmed type iiia endoleak and reported type iiib endoleak; the physician elected to treat the patient by implanting one (1) infrarenal and one (1) suprarenal afx devices on 13 sep 2016. Reference MFR. Report # 2031527-2016-00466 for the report to this event. Approximately two (2) years post secondary procedure, the patient presented with a "defective device" that was explanted on 03 dec 2019. As of date, there have been no additional patient sequelae reported. This event has been reported per report number (B)(4). Additional information: during clinical assessment, an indeterminate endoleak (type 3 of indeterminate origin) and sac growth were identified.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the open repair and explant of the afx device event is confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined. Procedure related harms identified was aorto bifemoral bypass during the open repair procedure. During clinical assessment it was determined that there was evidence to reasonable suggest recurrence of indeterminate endoleak and sac growth had occurred. However, the cautionary product use: revision of previously placed graft, resultant in extra burden and manipulation which, most likely contributed to the sac growth and the indeterminate endoleak. The defective device issue was related to the loss of seal due to type iii endoleak of indeterminate origin. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result remove code 3233 h6: conclusion remove code 11